Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to a routine visit for a device check and felt a vibratory alert. Upon interrogation, the battery voltage measured below eri. Premature battery depletion was suspected.